Event description:
The customer reported the workstation won't boot up. Started happening during a pm clinical engineering was performing. No patient involvement.

Manufacturer narrative:
The service rep advised customer motherboard will not boot. They will order parts and continue repair. No further service needed at this time.